Event description:
The affiliate reported the customer alleged that when unloading an aptimax tray containing a bronchoscope from a completed cycle in the sterrad nx sterilizer, a staff member received a burn on her right hand/wrist. It is unk how long the burn lasted but the employee remained at work. Medical attention was not sought.

Manufacturer narrative:
(B) (4): skin contact: capital equipment, unit evaluated at the facility. Fse removed and cleaned stabilizer from the vaporizer and reinstalled. Fse ran an empty load. System meets manufacturers' specifications.